Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2009, the patient underwent a hysterectomy and mesh removal.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that due to uterine prolapse, stress urinary incontinence and mesh erosion there was a plan to surgically remove mesh on (B)(6) 2009. (B)(4). Uterine prolapse.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2008. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 due to a prolapsed uterus. It was reported that following insertion the patient experienced pain, erosion into colon and vagina, infection, incontinence, urinary tract infections, vaginal discharge and bleeding, constipation, pain in rectum, and inability to have intercourse. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent esophagogastroduodenoscopy and biopsies on (B)(6) 2013.

Manufacturer narrative:
Patient codes: (B)(4) ¿ uterine prolapse, cystocele additional narrative: it was reported that following insertion the patient experienced uterine prolapse and cystocele.